Event description:
It was reported the right ventricular lead had high impedance measurements. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7278 implantable cardioverter defibrillator (ICD), (B)(6)  2007; 6940 implantable tachy lead, (B)(6) 2001. (B)(4).